Manufacturer narrative:
The insulin pump passed self test and error test. No unexpected alarms noted. The insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads and severely scratched lcd window.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer stated that the blood glucose numbers are scrolling without pressing a button and they are unable to clear the error alarm. Customer's current blood glucose reading is 147 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.